Event description:
A pt underwent a left heart catheterization procedure in 2008. The procedure was performed through a 6 french procedural sheath placed in the common femoral artery. Concomitant medication included aspirin, plavix and angiomax. Following the catheterization procedure, mynx vascular closure device was used to achieve hemostasis at the femoral artery access site. The mynx device was reportedly prepped and deployed successfully per the instructions for use by a trained operator. During recovery, the pt developed non-specific symptoms in the ipsilateral leg suggestive of ischemia. A percutaneous angiogram was performed and it was noted that the pt had a dissection in the common femoral artery. The attending physician and a radiology consultant assessed the cause of the dissection to be secondary to the insertion of the original procedural sheath used to perform the catheterization. The dissection was repaired percutaneously, and the pt was discharged from the hospital without further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported incident was the procedural sheath. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.